Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; some section of the proximal end of the working channel sleeve appeared to be attached to the pebax. The working channel sleeve did not fall out and the working channel sleeve was pulled out of the catheter. There was some evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the faint working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the probable cause conclusion is "manufacturing process design". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, the spyscope ds was used together with a non-bsc electrohydraulic lithotripsy probe and a lithotripsy basket. During the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. Minor bleeding followed in the common bile duct. A plastic stent was placed to prevent the risk of bleeding and to help drain stone residue and biliary sludge. There were no other interventions performed to treat the bleeding. Reportedly, no part of the device detached. The procedure was completed with this device. In the physician's assessment the bleeding may have been caused by the spyscope digital access & delivery catheter or the non bsc ehl probe.